Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus of the device had intermittent functionality. The stylus was replaced and calibrated, and the software was reloaded and updated. The device passed final functional and system tests.

Event description:
It was reported the stylus did not communicate with programmer; the issue was intermittent but frequent and lasted for prolonged periods. It was noted this was an ongoing issue with the programmer. The programmer was returned for repair. No patient complications have been reported as a result of this event.